Event description:
It was reported that 3 days after a coronary drug eluting stenting treatment procedure, the pt presented with chest pains and it was determined that there was a subacute thrombosis of the distal end of the stent. In 2004 a taxus express2 2.5 x 24 mm drug eluting stent was deployed in the proximal to mid circumflex. The 90% stenosis was predilated with a maverick 2.0 x 20 mm balloon at 12 atms for 20 seconds. The physician was unable to cross the lesion and removed the taxus stent in order to predilate a second time with a maverick 2.5 x 20 mm balloon at 16 atms for 30 seconds. The vessel size was 2.5 mm. Heparin and integrilin were administered during the procedure. It is unknown what drug regime the pt was placed on prior to or following the stenting procedure. The pt presented with chest pains three days later. It was determined that the pt had a sat that had closed off the distal end of the taxus stent and extended into the vessel distal to the stent. The reintervention was not performed by the same physician as the original procedure. The pt had a second taxus express2 during eluting stent (unknown size) deployed distal to the first stent. It is unknown what other treatment was undertaken. In the opinion of the physician, the thrombosis may have been caused by an untreated lesion distal to the first taxus stent that should have been treated during the original procedure, rather than by the taxus stent. The pt is reported to be in satisfactory condition.